Event description:
Pt hospitalized five days for principal dx of non q wave myocardial infarction. Cardiac cath revealed high grade lesions in the lad and rt. Coronary artery. Pt had stenting the fourth day with cypher stents in the lad and rca, pda. Pt returned 1 wk later in code blue state unable to be resuscitated. Cypher stent 3.0x18mm - lad, cypher stent 3.0x18mm - rca, cypher stent 3.0x23mm - pda.